Event description:
It was reported that the patient underwent a spinal surgery using bmp. It was reported that the patient sustained unspecified injuries. No additional information has been provided.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: l5-s1 internal disk disruption and degenerative disk disease. Back pain and lower extremity pain and underwent following procedure: l5-s1 anterior lumbar interbody fusion. Application of synthes interbody cage, l5-s1. Left anterior iliac crest bone graft supplemented with infuse bone morphogenic protein. Posterior lumbar fusion, l5-s1.5. Posterior lumbar nonsegmental instrumentation with percutaneous translaminar facet screw bilaterally at l5-s1. No complications were reported.